Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device change out due to elective replacement indicator (eri). During the procedure, possible separation of insulation was observed on the right ventricular lead under fluoroscopy. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after procedure.